Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's unexplained high blood glucose levels. The mother states the customer's level has risen from 100mg/dl to 449mg/dl. The mother states she has administered manual injections to combat the highs and has hanged out sets and insulin. The customer's blood glucose level at the time of incident was 279mg/dl. The customer's most current level was 351mg/dl. Troubleshoot was conducted, and the device passed the testing, including the high pressure test. The customer was advised that the device is functioning as designed, and they should contact their healthcare provider regarding the unexplained high levels.